Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Technical inspection of the broken implant: the implant fractured 4 mm below its shoulder. Only little remaining bone is visible on the coronal fragment, whereas the apical fragment is nearly completely embedded in bone. This fragment was further damaged during removal from the bone. The fracture occurred at the connection of the internal index of the implant and the internal thread, see attached photo of the fracture surface. The fracture surface has the appearance of a fatigue fracture. An initial crack occurred and the progression of the fracture followed the outer thread of the implant. This led to the formation of a step opposite to the initial crack. In some areas the surface was rubbed smooth. No material defects e.g. Shrink holes or larger oxide particles, or production mistakes can be seen. The crown on the implant is of normal size, but somewhat asymmetrical. It´s occlusal surface is covered with grinding traces, which means that a lot of adjustments to the occlusion had been made. Conclusion: the finding of a periimplantitis and the missing bone attachment on the coronal implant fragment indicate, that the implant must have been disintegrated down to the level of the fracture. The bone pocket increased the bending arm for bending forces acting on the implant. Bending forces on the cross section at the fracture level increased accordingly. These forces exceeded the fatigue limit of titanium for the given cross section. Finally a fracture occurred. This crack moved slowly over the cross section and later on the final fracture of the implant occurred. There is no reason to assume a production error caused the fracture.